Event description:
It was reported to philips that the allura system would not boot up correctly. The device was outside of clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Further investigation showed that a frame grabber card initialization error prevented the system from booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.